Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report references mw5058584 and was processed as an MDR. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the lead wire fractured in the implantable cardioverter defibrillator (ICD)nd inappropriately shocked the patient four times. The patient was brought to the hospital and the ICD was turned off. No further patient complications have been reported as a result of this event.